Event description:
My first total right hip replacement was performed on (B)(6) 2008. Recovery with rehabilitation therapist was quite painful. I returned to work ten weeks later, however, it never felt quite right. The hip would click and I still had discomfort for a long time. My co-workers always told me I was walking funny. I had a second hip replacement on the left side on (B)(6) 2010, which went well with very little pain afterwards unlike the right hip replacement. On approx (B)(6) 2011, it was admitted to the hospital for extreme pain in my right hip could not walk. They found through testing that the right hip had failed. I had to stay in the hospital on bed rest until the surgery could be performed. I had a hip aspiration done to see if infection was present. I asked to have conscious sedation for this, as it is a very painful procedure. After both my hip replacements, I became anemic and needed blood transfusions. I was in the hospital and rehabilitation hospital for a total of 32 days after the right hip revision. I returned to work on (B)(6) 2011, with still ongoing, painful difficulty and required outpatient physical therapy for quite some time. I will never be able to walk one mile again without pain. I was a walker - walking two miles a day for 17 years. I have limitations in movement of my hip - in the shower I cannot move to reach down and wash feet. I need the help of a brush. I cannot sit on the floor and play with my grandchildren.